Event description:
It was reported that the pacemaker was found in back-up mode prior to the implant procedure. The device was not implanted. There was no patient involved.

Manufacturer narrative:
The reported event of back-up operation was confirmed. Analysis of the device image indicated that backup occurred due to reset errors. The backup condition was reproduced with cold temperature soak test and consistent with an integrated circuit anomaly. A device longevity assessment was also performed and found to be within expected range.